Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was found to have no telemetry due to battery depletion. The device was tested in a temperature humidity test for a week and the device was found to have high current. The high current was due to an anomalous component connection at the hybrid subassembly.

Event description:
Patient presented to the clinic after the second transmitter failed to interrogate the device. At the clinic, no communication could be established with the device. The patient was transferred to another hospital in an attempt to interrogate the device. However, it failed several times. The device was explanted.